Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving shocks from their cardiac resynchronization therapy defibrillator (crt-d) device. Review of the device data indicated that the patient received device shocks two (2) days previously, a device interrogation was performed with a programmer and the device counters were reset. The patient then received additional device shocks and once again presented to the ER. The healthcare provider (hcp) indicated that the patient received four (4) failed device shocks. Device therapy was not noted to have been exhausted. The corresponding stored episodes in which therapy was provided exhibited a non-sustained arrhythmia. Evidence suggests that the device shocks were provided due to an atrial-driven arrhythmia. The hcp indicated that they will be investigating the issue. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) device reached the elective replacement indicator (eri) and was subsequently explanted and replaced for normal battery depletion. The device was returned to boston scientific for analysis. This supplemental report is being filed based on completion of device analysis.